Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of poor-quality image. Block h11: based on the available information, the root cause of the poor-quality image cannot be established, as the product has not been returned for analysis the device has not been returned for analysis. Therefore, the root cause of the reported poor quality image cannot be confirmed. Based on the available information and in the absence of device return, the root cause of the reported clinical observations cannot be established. The complaint device was not returned. Product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event.

Event description:
This report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt controller during an ercp procedure performed on (B)(6) 2026, for the treatment of a choledocolithiasis. During the procedure, the scope was unable to be used due to the image color quality was poor, making it difficult delineate the tissue for cannulation. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.